Manufacturer narrative:
Exact date of event is unknown. (B)(4).

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm on an unknown date. It was reported during recent follow up that there was a type iii fabric endoleak. The physician stated that there was a fabric hole near the bifurcation of the talent stent graft. The physician elected to implant an 36x14x102 aorto-uni-iliac stent graft through to the left iliac artery. During the secondary procedure, the fabric hole in the bifurcate was confirmed by angiography and by the guide wire navigating outside the bifurcate while being maneuvered. The physician proceeded to implant another manufacturer¿s vascular plug in the right iliac and performed a femoral to femoral bypass. The treatment was successful and resolved the endoleak. Per the physician, the cause of the type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.